Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, it was discovered that the distal part of the device was broken. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the pigtail of the stent was torn. The suture hole was ripped all the way to the tip of the device. The suture was not present with the stent return. The tear on the stent is consistent with one caused by the suture when being pulled. Based on all the available information, the cause for the event could not be determined, since the customer reported that the device was received already torn.

Manufacturer narrative:
(B)(6). (B)(4) for break.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, it was discovered that the distal part of the device was broken. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."